Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter clip delivery system the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the three other mitraclips (10284045/12, 10289045/29, 10286205/30) referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Corrections: adverse event was inadvertently indicated on the initial MDR and is removed. There was no adverse patient event. Required intervention to prevent permanent impairment/damage was inadvertently checked on the initial MDR and is removed. No intervention was performed. Serious injury was inadvertently indicated on the initial MDR and is corrected to a malfunction report. The clip delivery system (cds) and clip were discarded. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issue while functionally inspected the cds during device prep, which is an indication that the device was functioning properly prior to use. Results of a query of the complaint handling database revealed no other incidents reported of difficulty removing the device due to chordal entanglement from this lot. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, the information provided in the case details stated that during placement of the clip, it became caught in the chordae. Based on the information reviewed, the difficulty removing the cds appears to be related to procedural conditions and not a product quality deficiency.

Event description:
This report is being filed as the mitraclip (10251865/06) became caught in the chordae, which has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip was implanted without incident. During placement of the second clip (10251865/06), the clip became caught in the chordae and after it was released, it was implanted. The mitral regurgitation (mr) remained a grade 4 as the lateral severe jet remained. A third clip (10284045/12) was introduced into the left ventricle, but it moved extremely medially and became caught in the chordae several times. Initially, the physician felt that there was a steering issue with the clip, but then thought it was due to the sub-valvular anatomy. The third device was removed from the anatomy. Clip (10289045/29) was then used and also became caught in the chordae. Upon freeing the clip from the chordae, a ruptured chordae was observed. The clip was implanted. The severe lateral jet and mr 4 remained. As another clip (10286205/30) was being maneuvered into place, it became caught in the chordae, freed, and was grasped to the leaflets, but there was no significant reduction in mr. As the position of the x-ray machine was being maneuvered, the steerable guide catheter (sgc) was inadvertently pushed causing the clip to be pulled off of the leaflets. Further grasping attempts were unsuccessful and the decision was made to convert the patient to surgery. During the surgery, the posterior leaflet was observed to be torn and the mitral valve was surgically replaced. Post surgery, the patient was reportedly going to be discharged soon. No additional information was provided.